Manufacturer narrative:
Device evaluated by MFR.: the complaint device was returned for analysis. Returned device consisted of a coyote es balloon catheter with blood and contrast in the balloon and lumen. The balloon was loosely folded. Functional testing was performed by connecting an inflation device filled with water to the hub. When pressure was applied, water was found to be leaking from the balloon. Microscopic examination revealed pinhole in the balloon material, 4mm from the tip of the device. Microscopic inspection of the markerband found no irregularities or defects. Microscopic inspection of the proximal bond found no irregularities or defects. Microscopic inspection of the tip found no irregularities or defects. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified branch pulmonary artery (bpa). A 2mmx20mmx143cm coyote es balloon catheter was advanced for dilation. However, during inflation at 6 atmospheres, the balloon ruptured. The balloon was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified branch pulmonary artery (bpa). A 2mm x20mmx143cm coyote es balloon catheter was advanced for dilation. However, during inflation at 6 atmospheres, the balloon ruptured. The balloon was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.